Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose of 44 mg/dl while using an ilet system, during which the teflon infusion set was noted to have fallen off due to sweating and a guided site change was completed. Symptoms included low blood glucose. Outcomes included recovery to 125 mg/dl after oral carbohydrate intake, with troubleshooting and education completed. Investigation included remote troubleshooting and user guidance for infusion site replacement. Investigation of this case revealed an infusion set dislodgement during the low event, which could lead to interrupted insulin delivery and contribute to glycemic instability, while the specific cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.